Event description:
The reporter alleges his daughter was using her manual wheelchair with two accessories attached, a backup and an underseat organizer. She was propelling herself on a flat school corridor when the wheelchair flipped backwards causing her to hit her head on the floor. The incident required she be evaluated by a physician at a hospital emergency room. Examination showed no serious injury. Bump on head/headache.

Manufacturer narrative:
Our quantum specialist visited the family in 2008 to discuss the event and evaluate the manual wheelchair. Results - the chair was not damaged. He installed anti-tips and re-adjusted the center of gravity on the chair. The backpack accessories and contents the end user had attached to the back of the chair were too heavy. Conclusions - the weight of the end users backup was causing the chair to tip back resulting in this event. The backup accessories were not manufactured by pride. The end user will carry her laptop and books an alternate way. Owner's manual contains the following: warning! The rear flap is for pocket items such as cell phones, keys and papers. There are no other storage areas on your wheelchair. Carrying heavy baggage or tying heavy baggage to your wheelchair may affect the center of gravity, resulting in a tip or fall.